Event description:
Breast implants were removed bilaterally due to leakage and patient discomfort. The right breast implant was being replaced for the second time. (Original implants inserted bilaterally 3/11/86). Rt implant replaced 8/21/90 and again 1/27/93 when the left was also replaced. Currently chart is not available for product identification and or lot numberinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.